Event description:
It was reported that the patient was experiencing pain during trial procedure. The physician elected to stop the procedure. The patient is doing great postoperatively. Nothing will be returned due to hospital policy. No device malfunction was suspected.